Event description:
It was reported while using bd alaris smartsite low sorbing extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 20350, batch/lot #: 21049897. Date of event- (B)(6) 2022. # of occurrences -1. According to the nurse , the fluid is escaping from there. Customer does not know it is a defect in the plastic, the sealing of the adapter or the line that runs through it as customer was unable to inspect the original filter.

Manufacturer narrative:
Investigation summary: the customer reported fluid escaping from the filter. The sample was not physically returned, but a photo was provided. The photo verifies the material and lot, but does not verify the failure. Without a failure investigation of the sample, a root cause could not be found and the complaint cannot be verified. A device history record review for model 20350e lot number 21049697 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 20350 batch/lot #: 21049897 date of event- (B)(6) 2022. # of occurrences -1 according to the nurse , the fluid is escaping from there. Customer does not know it is a defect in the plastic, the sealing of the adapter or the line that runs through it as customer was unable to inspect the original filter.